Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: there was no patient involved. Date of when device was damage is unknown. Device is an instrument and is not implanted / explanted. The device was received and the product evaluation is in progress. No conclusion can be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during sterile processing two t25 stardrive screwdriver shafts were found to be damaged. The tips of both screwdrivers were twisted and warped. There was no patient or procedure involvement. This report is for one (1) t25 startdrive shaft f/matrix standard. (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Part number: 03.632.002. Synthes lot number: 7894841. Supplier lot number: n/a. Release to warehouse date: 08-jun-2015. Expiration date: n/a. Manufactured by synthes monument. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. The t 25 star drive screw driver shaft (part: 03.632.002, lot:7894841, mfg:08-jun-2015) was received with the reported condition of ¿worn/stripped/threaded: rm.¿ at customer quality, the returned screw driver(part: 03.632.002, lot:7894841, mfg:08-jun-2015) was inspected and the complaint of twisted tip was confirmed. Visual inspection performed at customer quality observed that the tip of the screw driver was slightly twisted. Additionally,the tip edges were observed to be flared. Whether this complaint could be replicated is not applicable because the device was returned damaged. Relevant drawings for the returned device were reviewed (both current and from the time of manufacture): top-level drawing for screw driver, tip drawing and determined to be suitable for the intended design and application when used as recommended. Dimensional analysis performed at corner to corner flared portions of the tip measured 4.51 mm that falls out of the specifications of 4.392 mm to 4.402 mm. The out of specification condition is due to the post manufacturing deformation. A device history review was performed for the returned instrument¿s lot number and no ncrs, mrrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Also, based on the device history record review, there is no indication that any issues with material or material properties contributed to the complaint condition. While no definitive root cause could be determined it is possible that age of the device and any unintended forces encountered by the device during its usage or handling could have led to the complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.